Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000380. This report is related to the following patient identifiers: (B)(6).

Event description:
It was reported that since the physician received the cystonephrofiberscope on july 15, 2024, 4 patient infections occurred as the scope had a broken fiber and the sheath fell off. The scope also failed a leak test. The physician and his nurse believed that this was an isolated incident and that the cleaning process was verified by the hospital. An olympus representative went over the process over the phone with the nurse and confirmed that the instructions for use for cleaning their scopes was followed. The nurse declined an in-service on reprocessing from the olympus representative, and they believed that the matter was closed. Additional information has been requested but no further information was received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus. And there were no reportable defects observed, that could have led to the reported adverse event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, additional requested information regarding the patient and procedure were not provided by the facility. Therefore, a relationship between the subject device and the reported adverse event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU) in section: "oes cystonephrofiberscope, olympus cyf-5, olympus cyf-5r reprocessing manual". This supplemental report includes information added to d8. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.